Event description:
The instrument's safety shield had failed to retract during insertion, which led to an injury of an artery, internal bleeding, and ultimately the pt expired. Procedure: laparoscopy.